Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, lead, implanted: (B)(6) 2009. 6949-65, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited signs of oversensing and rising thresholds and impedance. The lead remains in use, however, a lead extraction procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the oversensing of the right atrial (ra) lead led to false detection of atrial fibrillation/atrial tachycardia.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the right atrial (ra) lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.